Event description:
The hospital reported that during daily maintanence the image on the scope was observed to be dark. No patientt involvement was reported.

Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that the shaft is bent and the optics are compromised. The scope will be sent to scholly fiberoptics for further assessment.